Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is unresponsive. Investigation determined that the keypad flex connection was intermittent.

Event description:
The patient reported that the up arrow and down arrow keypad buttons are unresponsive. She stated that the buttons feel normal.